Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was in hospital due to high blood glucose blood glucose of 567 mg/dl. Customer¿s current blood glucose is 111 mg/dl. The customer treated with the insulin drip in hospital. Troubleshooting was done for high blood glucose. The drive support cap appears normal. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The insulin pump will be returned for analysis.